Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to menorrhagia, fibroid uterus, pelvic pain, sui; concurrent procedures- vaginal hysterectomy. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced urgency.